Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The manufacturing records were reviewed and no deviations were noted. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with report of attachment damaged. No patient impact reported. Repair request escalated due to reason for return. No additional information was available on follow - up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. The likely causes are identified as debris in the collet and improper insertion of the tool. (B)(4) was initiated to investigate this malfunction. The user manual contains the following warning 'do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.' Additional warning indicates 'do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.' We will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.